Event description:
Tech found bad brake casters not holding properly.

Manufacturer narrative:
Tech found casters cannot be adjusted. Tech replaced 3 brake casters and 1 brake/steer caster to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.